Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Bench testing revealed a faulty o2 cell. The o2 cell was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has an o2 (oxygen) range error. At this time, there is no information regarding patient involvement associated with the reported event.